Manufacturer narrative:
(B)(4).

Event description:
It was reported that the allevyn life was applied to an open exudative wound. When it was removed several days later, it had an exudate leak, it did not have an image on the exudate uptake dressing change indicator. The nurse says that the silicone layer was "stuck", as if it had created a barrier and the exudate was not absorbed properly, so the wound did not progress positively. Treatment was continued with a back-up with no delay. No patient harm reported.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event in the past years. The device, intended for use in treatment, was not returned for evaluation. The wound contact surface of allevyn life is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions are deemed necessary at this stage. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.